Event description:
Reported status: serious injury/surgical intervention/permanent damage. Reporting rationale: surgical procedure (anticipated). Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2007. In 2008, the pt experienced angina and was hospitalized for symptoms. A diagnostic coronary angiography was completed; however, it was determined that the pt could not be treated and was referred to a cardiothoracic surgeon for CABG surgery, appt early 2009. Condition is chronic. No additional event or pt info is available.

Manufacturer narrative:
The two xience v coronary stent systems indicated is being filed under the same MFR number.